Manufacturer narrative:
The field service engineer replaced two pinch valves and performed qc which was ok. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 iii and elecsys ft3 iii results for three patient samples with a cobas e 801 analytical unit. Sample ID (B)(6): the initial ft4 result was >7.77 ng/dl. The repeated result was 1.45 ng/dl. The initial ft3 result was 10.6 pg/ml. The repeated result was 2.33 pg/ml. Sample ID (B)(6): the initial ft4 result was >7.77 ng/dl. The repeated result was 1.66 ng/dl. Sample ID (B)(6): the initial ft4 result was >7.77 ng/dl. The repeated result was 1.26 ng/dl. The questionable results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
Based on the data provided, a root cause could not be confirmed.